Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the end user developed red bumps under the mass of the skin barrier after 3-4 days of wear. The affected area was examined by a nurse practitioner and the end user was issued a prescription for nystop (anti-fungal) powder. The end user noted no improvement with the use of the nystop and it has since been discontinued. As the end user indicated he does not shave the peristomal skin with every appliance change, the nurse practitioner now suspects folliculitis. The end user has discontinued use of convatec products; however, the issue persists. No further information was reported.